Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s relative) contacted lifescan (B)(4), alleging that the patient¿s onetouch selectsimple meter displayed inaccurate high results compared to feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2018 at unspecified time. The patient obtained alleged high blood glucose readings of ¿25.0 and 22.0 mmol/l¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The reporter was unable to confirm which medication the patient was taking to manage her diabetes at the time of the alleged issue and if the patient made any changes to her usual diabetes management routine in response to the alleged high readings. The reporter confirmed that on (B)(6), at an unspecified time after the meter issue began, the patient developed symptoms of ¿trembling in the whole body and teary eyes¿. In response to the alleged symptoms, the patient was hospitalized. The reporter could not confirm the treatment received by the patient at the hospital however it was reported that a laboratory test was performed to check the patient¿s blood glucose level, obtaining readings of ¿13.0-15.0 mmol/l¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient¿s test strips had been stored correctly, were within expiry. The patient did not have control solution to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.